Manufacturer narrative:
As reported via voluntary medwatch, a patient underwent angioplasty and stenting of right leg to treat a peripheral artery disease (pad)/claudication followed by vascular closure with a 6-7f mynxgrip vascular closure device (vcd). The hospital cath lab doctor/scrub tech whom used the mynxgrip vcd stated that there were no complications with use. The doctor indicated that the patient¿s artery access was difficult due to her hip prosthetics. After use, the patient immediately became hypotensive post-procedure and experienced pain during/after procedure. The patient was transferred to the intensive care unit (ICU) for treatment. The doctor originally decided not to order a CT. The patient received multiple transfusions but blood pressure remained low. The doctor decided to bring the patient back to the cath lab at 23:00 that night to check for extravasation. He was not able to locate any bleeding many hours after the initial procedure. A computerized tomography (CT) scan performed two days later demonstrated a large retroperitoneal bleed. The patient underwent emergency fasciotomy as the left leg was dying / significantly compromised. The patient was transferred to a hospital and the left leg was amputated due to muscle death from lack of blood flow. The patient experienced an extended hospital stay, excessive bleeding, septic shock, acute renal failure, multi organ failure, acute respiratory distress syndrome (ards), compartment syndrome of the left leg, and left leg amputation. The cause of death was listed as hemorrhagic shock and autopsy demonstrates a massive retroperitoneal bleed. The patient died 5 days post angioplasty procedure. The patient¿s medical history besides previous hip prosthesis included pad, hypertension, hyperlipidemia, bilateral peripheral vascular disease (pvd). There was a repeat procedure at 23:00 after the initial 8:00 procedure. The patient was transferred to a different hospital where the autopsy was performed. The device was not returned for analysis. The product history record (phr) review of lot f1821103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Hemorrhagic shock (which was reported as the cause of death) is a condition produced by rapid and significant loss of intravascular blood volume, such as during a retroperitoneal bleed, which may lead sequentially to hemodynamic instability, decreased oxygen delivery (which can result in ards), decreased tissue perfusion, cellular hypoxia, organ damage (such as acute renal failure and the multi-organ failure), and death. Compartment syndrome is a condition caused by pressure buildup from internal bleeding or swelling of tissues in the compartments of the arms or legs. As this bleeding or swelling increases the pressure against these compartments of muscle tissue, blood vessels and nerves, it can result in lack of blood flow, and lead to injury. If not treated, this injury can worsen from tissue ischemia to tissue necrosis, which would require an amputation to prevent further necrosis and life-threatening septicemia (septic shock). Based on the limited information available for review, patient factors (bilateral pvd, hypertension, hip prosthetic) and procedural factors (hip prosthetic that led to difficulty obtaining the access site) may have contributed to the retroperitoneal bleed reported and the subsequent issues that resulted in the death. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned in the instructions for use, which is not intended as a mitigation, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. The safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This event was initially submitted to the FDA via the voluntary medwatch program and the associated number is mw5088624. It is not known if the reporter listed is a health care professional but the selection for "other" or "relative" is not available. Concomitant medical products: rx med: various, otc med: baby aspirin. Amlodipine besylate 10 mg., atorvastatin calcium 20 mg.' Cilostazol 100 mg.' Gemfibrozil 600 mgv, losartan, potassium 100, metoprolol tartrate 50 mg, multi vitamin. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. [(B)(4)].

Event description:
As reported via voluntary medwatch, a patient underwent angioplasty and stenting of right leg followed by vascular closure with a 6-7f mynxgrip device. The patient became hypotensive post procedure and experienced pain. The patient was transfused but blood pressure remained low. A CT performed two days later demonstrated retroperitoneal bleed. The patient underwent emergency fasciotomy as the left leg was dying / significantly compromised. The patient was transferred to a hospital and the left leg was amputated due to muscle death from lack of blood flow. The patient experienced an extended hospital stay, excessive bleeding, septic shock, acute renal failure, multi organ failure, ards, compartment syndrome of the left leg, and left leg amputation. The cause of death was listed as hemorrhagic shock and autopsy demonstrates a massive retroperitoneal bleed. The patient died 5 days post angioplasty procedure. The hosp cath lab. Doctor/scrub tech used a mynxgrip vascular closure device and states that there were no complications. The doctor indicated that the patient¿s artery access was difficult due to her hip prosthetics. The patient was immediately hypotensive and experiencing pain during / after procedure. The patient was transferred to the intensive care unit (ICU) for treatment. The doctor decided not to order a CT. Blood pressure remained low after several transfusions and the doctor decided to bring the patient back to the cath lab at 11 pm that night to check for extravasation. He was not able to locate any bleeding many hours after the initial procedure. When a CT was performed 2 days post procedure, a large retroperitoneal bleed was detected. The reason for the pta with stenting procedure was treatment of pad/claudication. The patient¿s medical history besides previous hip prosthesis included pad, hypertension, hld, b/l pvd. There was a repeat procedure at 11 pm after the initial 8:00 am procedure. The patient was transferred to a different hospital where the autopsy was performed.